Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported the vitreophage had an abnormal sound and also sensation in the hand of the irregularity in the cut during a vitrectomy surgery. The product was replaced and the procedure was completed. There was no report of a patient harm.

Event description:
Additional information received from the company representative indicated that there was aspiration but worked slowly with little cutoff, and irregular noise.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, without a tip protector and without the needle, in a tray with other items. The sample was visually inspected and found to be nonconforming with the probe needle completely broken off, confirming the received condition. No functional testing could be performed due to the probe needle broken condition. The degree of wear could not be determined due to the probe needle broken condition. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the report of abnormal sound, sensation in the hand, irregularity cut and sluggish aspiration due to the probe needle broken condition. How and when the probe needle became broken cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The report of abnormal sound, sensation in the hand, irregularity cut and sluggish aspiration was unable to confirm, and an exact root cause for the broken needle was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).